Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 13sep2019. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. The product support engineer (pse) recommended krytox application to pressure sensors and provided the latest version of the service manual. The pse also explained to the customer the purpose of pressure accuracy test. The customer reported passing test 4. The customer reported the unit was placed back into service. The customer replaced the data acquisition (da) printer circuit board assembly (pcba). The da pcba was received for evaluation. Visual inspection of the da pcba revealed no damage or contamination. The da pcba was tested and there was no product deficiency found. The product meets speciation.

Event description:
The customer reported that the pressure accuracy test 4 was out of tolerance at 1 cmh2o level. The ventilator was not in use on a patient at the time the event occurred.